Event description:
It was reported that cgm displayed error 42 while sensor was in use. There was no reported impact to the customer¿s blood glucose level. Technical support walked caller through pump reset, after which error did not appear again, and advised caller to wait 20 minutes before starting new sensor session on pump, which caller acknowledged before later contacting back and receiving same guidance to resume session.